Event description:
Info received indicates the head section will run up regardless of what bed function switch is pressed.

Manufacturer narrative:
The facility stated that u24 component on the motor control board was shorted. The hill-rom technician replaced the defective motor control board to repair the bed.